Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, two balloons ruptured. After the balloons ruptured, the surgeon had to switch to a vertebroplasty procedure. The patient is said to be ok. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis, it was not more possible to inflate the balloon due to a large hole in it. Visual analysis confirmed the hole in the balloon. This hole is a radial rupture of the distal lob of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinters and/or surgical tools during surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.